Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced signal loss with a dexcom g7 sensor that was not connected to the ilet, and the user called to ask whether the pump could acquire blood glucose without a sensor; the agent advised that a connected sensor or a fingerstick value is required to obtain a live blood glucose reading to enable pump response, and user education and troubleshooting were provided. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no impact beyond temporary loss of automated insulin response due to unavailable glucose data. Investigation included customer service review and user education on required sensor connectivity and fingerstick entry. Investigation of this case revealed no device malfunction of the pump and indicated a cgm communication or setup issue consistent with signal loss where the responsible device was not identified. It was concluded, based on previously established findings for similar reports, that the cause was most likely transient cgm communication disruption.